Event description:
It was reported that a needle clipping device safe clip jammed during use. The following was reported by the initial reporter: "it was reported that safe clip jammed after a few uses. Verbatim: consumer reported finding the safe clip to jam after a few uses. Using safe clip with insulin needles and medical syringes gauge 22- 26g. Advised item is to be used only with 29 and up"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary customer returned a safe clip. There is no external damage, but the port for needles to be placed in and clipped has become clogged with metal fragments, most likely other needles. From observations, the device may have become clogged after numerous uses. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was able to replicate and confirm the customer¿s indicated failure of the device not clipping due to a jam. The root cause of the device being jammed is most likely needle debris obstructing the port of the device after numerous needles were clipped by the device over the course of its lifetime. H3 other text : see h10.

Manufacturer narrative:
"The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a needle clipping device safe clip jammed during use. The following was reported by the initial reporter: "it was reported that safe clip jammed after a few uses. Verbatim: consumer reported finding the safe clip to jam after a few uses. Using safe clip with insulin needles and medical syringes gauge 22- 26g. Advised item is to be used only with 29 and up".